Event description:
It was reported that the pump battery could not be charged and debris found around the usb port of the pump. Customer¿s blood glucose level was 169 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified and the alleged particles in usb port issue could not be verified.